Manufacturer narrative:
This device crb 33225 (lot 15013186) is distributed outside the united states; however, it is similar to the united states product cxs 33225. The product is available for analysis. Additional information will be submitted within thirty days upon receipt.

Event description:
As it was reported by the charge nurse at the hospital: the physician had a 2.25x33mm cypher select plus stent balloon that ruptured. The target lesion was located in the proximal rca. While deploying, it was unable to hold pressure and the balloon burst. The stent was able to be deployed. The physician took the device out of the pt and a small pinhole was observed at the end of the balloon. The physician also indicated that a small distal dissection was caused by a non-cordis guidewire. Three cypher select plus stents (2.25 x 28, 2.25 x 28, 2.25 x 13) were used to treat the dissection.